Event description:
It was reported that the patients right ventricular (rv) lead exhibited a low impedance warning. Notable data showed many low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The rv lead has been capped and replaced. No patient complications have been reported as a result of this event.